Event description:
It was reported that the sheath was inserted in the patient's right ij for placement of a td catheter. The patient's condition was complicated by cardiac decompensation, inguinal bleeding requiring transfusion, and nosocomial infections. When the physician attempted to remove the sheath, the body separated at the hub. The separated portion was removed via a basket catheter. There was no further complications.